Event description:
Additional information was received indicating that the patient had expired approximately two weeks following the system explant. The cause of death was pneumonia with sepsis and chronic obstructive pulmonary disease. No additional information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. This ra lead was explanted. No additional adverse patient effects were reported.